Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-dec-2017 with the following findings: during investigation, a review of the black box showed no evidence of short battery life. A alarm/warning was observed due to normal battery wear on 17-oct-2017. The pump¿s ¿ez-prime¿ steps were performed correctly, and all current readings were found to be within specification. Investigators were unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed, and no intermittent conditions were found to the printed circuit board or to the cgm module. The battery compartment was found to be cracked from the threads down to the case seal on the side. The returned battery cap was found to be stripped and unable to fit securely, a test battery cap was used for further testing. The audio bolus button cover and slug were detached and missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.